Event description:
I have the essure permanent birth control. I had it place in (B)(6) 2014. Since then, my quality of life has lessened drastically. I have had to go to the ER for pain a couple of times, because the pain was so bad (mostly when I am ovulating) that I couldn't even care for my children. I have developed cystic acne, when I never had acne problems before. My menstrual cycles are extremely heavy and full of clots. I have never experienced this before essure. When I am ovulating I have severe pain in my pelvis that feels like a knife stabbing me. I have gained weight, no matter how much I exercise or diet. I am bloated severely at times, so much so I look like I am quite pregnant. Keep in mind, I am only (B)(6). This is no life for anyone. I want desperately to have this removed by no doctors will listen and the only way to have it removed without having a full hysterectomy is to pay thousands of dollars out of pocket. I got this device as a permanent birth control because I was told it was the least invasive. It has ruined my life.